Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device type: location of device: broke into (B)(4) pieces/device breakage'), device expulsion ('malposition of essure device type: location of device: broke into (B)(4) pieces/ migration of essure device type: endometrium/r side into endometrium/right essure seems to be within the endometrial cavity'), embedded device ('migration of essure device type: into endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ menses heavier than usaual since essure implants in 2009') in a 37-year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation when essure implant placement". The patient's medical history included endometrial ablation in 2010, bipolar disorder, tonsillectomy, foot arthrodesis, hernia repair, epstein-barr virus infection, d & c, uterine adenomyoma, bunionectomy, hsv infection, chronic fatigue syndrome and adenomyosis uteri. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included reflex sympathetic dystrophy, attention deficit disorder, major depressive disorder, anxiety, hypertension, pap smear abnormal, insomnia, tympanostomy tube insertion, cervical biopsy, dysfunctional uterine bleeding, vitamin d deficiency, inflammatory arthritis, dysplasia, nasal obstruction, sinus pressure, difficulty breathing, lyme disease and reflex sympathetic dystrophy. Concomitant products included citalopram since (B)(6)2009 for fibromyalgia and depression as well as alprazolam since (B)(6)2016, antibiotics, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), ipratropium, lamotrigine (lamictal), methylphenidate hydrochloride (concerta), nortriptyline, olanzapine (zyprexa), quetiapine fumarate (seroquel), risperidone (risperdal), triamcinolone acetonide (nasacort) and vitamins nos. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced allergy to metals ("nickel allergy/essure metals on the outside (not nickel)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and asthenia ("low energy"). In (B)(6) 2009, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6)2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems/ fallen bladder"), urinary tract disorder ("urinary problems"), headache ("headaches"), pelvic pain ("pain/side pain"), endometriosis ("endometriosis"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("device removal complication:the content of the communications hydrothermal machine for ablation shut off x3 during the procedure"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:he machine broke down three times during the procedure") and uterine enlargement ("uterus could be swollen") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, davinci, with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, alopecia, endometriosis, asthenia, insomnia, abdominal pain lower, complication of device removal, complication of device insertion and uterine enlargement outcome was unknown and the pelvic pain, fibromyalgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, bladder disorder, complication of device insertion, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Normal placement of the essure. Everything is good: scar tissue healed so you wouldn't become pregnant.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic fatigue , irregular menses, nickel allergy, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: information received via social media: new event - uterus could be swollen was added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device type: location of device: broke into 3 pieces/device breakage'), device expulsion ('malposition of essure device type: location of device: broke into 3 pieces/ migration of essure device type: endometrium/r side into endometrium/right essure seems to be within the endometrial cavity'), embedded device ('migration of essure device type: into endometrium'), vaginal hemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ menses heavier than usual since essure implants in 2009') in a 37-year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation when essure implant placement". The patient's medical history included endometrial ablation in 2010, bipolar disorder, tonsillectomy, foot arthrodesis, hernia repair, epstein-barr virus infection, d & c, uterine adenomyoma, bunionectomy, hsv infection, chronic fatigue syndrome and adenomyosis uteri. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included reflex sympathetic dystrophy, attention deficit disorder, major depressive disorder, anxiety, hypertension, pap smear abnormal, insomnia, tympanostomy tube insertion, cervical biopsy, dysfunctional uterine bleeding, vitamin d deficiency, inflammatory arthritis, dysplasia, nasal obstruction, sinus pressure, difficulty breathing, lyme disease and reflex sympathetic dystrophy. Concomitant products included citalopram since (B)(6) 2009 for fibromyalgia and depression as well as alprazolam since (B)(6) 2016, antibiotics, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), ipratropium, lamotrigine (lamictal), methylphenidate hydrochloride (concerta), nortriptyline, olanzapine (zyprexa), quetiapine fumarate (seroquel), risperidone (risperdal), triamcinolone acetonide (nasacort) and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy/essure metals on the outside (not nickel)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and asthenia ("low energy"). In (B)(6) 2009, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems/ fallen bladder"), urinary tract disorder ("urinary problems"), headache ("headaches"), pelvic pain ("pain/side pain"), endometriosis ("endometriosis"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("device removal complication:the content of the communications hydrothermal machine for ablation shut off x3 during the procedure"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:he machine broke down three times during the procedure"), uterine enlargement ("uterus could be swollen") and menopause ("hormonal changes : menopause") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, davinci, with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, alopecia, endometriosis, asthenia, insomnia, abdominal pain lower, complication of device removal, complication of device insertion, uterine enlargement and menopause outcome was unknown and the pelvic pain, fibromyalgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, bladder disorder, complication of device insertion, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menopause, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal hemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Normal placement of the essure. Everything is good: scar tissue healed so you wouldn't become pregnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic fatigue, irregular menses, nickel allergy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received : following event was added : hormonal changes : menopause. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("malposition of essure device type: location of device: broke into 3 pieces/device breakage"), device expulsion ("malposition of essure device type: location of device: broke into 3 pieces/ migration of essure device type: endometrium/r side into endometrium/right essure seems to be within the endometrial cavity"), embedded device ("migration of essure device type: into endometrium"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavier than usaual since essure implants in 2009") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation when essure implant placement". The patient's medical history included bipolar disorder, tonsillectomy, foot arthrodesis, hernia repair, epstein-barr virus infection, d & c, uterine adenomyoma, bunionectomy, endometrial ablation in 2010, hsv infection, chronic fatigue syndrome and adenomyosis uteri. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included reflex sympathetic dystrophy, attention deficit disorder, major depressive disorder, anxiety, hypertension, pap smear abnormal, insomnia, tympanostomy tube insertion, cervical biopsy, dysfunctional uterine bleeding, vitamin d deficiency, inflammatory arthritis, dysplasia, nasal obstruction, sinus pressure, difficulty breathing and lyme disease. Concomitant products included alprazolam, antibiotics, bupropion hydrochloride (wellbutrin), citalopram, escitalopram oxalate (lexapro), ipratropium, lamotrigine (lamictal), methylphenidate hydrochloride (concerta), nortriptyline, olanzapine (zyprexa), quetiapine fumarate (seroquel), risperidone (risperdal), triamcinolone acetonide (nasacort) and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and asthenia ("low energy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), alopecia ("hair loss"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("device removal complication:the content of the communications hydrothermal machine for ablation shut off x3 during the procedure") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:he machine broke down three times during the procedure") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, davinci, with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, hormone level abnormal, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, weight decreased, alopecia, endometriosis, asthenia, fibromyalgia, insomnia, abdominal pain, abdominal pain lower, complication of device removal and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, bladder disorder, complication of device insertion, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on 04-may-2009: total bilateral occlusion. Normal placement of the essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic fatigue , irregular menses, nickel allergy, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device type: location of device: broke into 3 pieces/device breakage'), device expulsion ('malposition of essure device type: location of device: broke into 3 pieces/ migration of essure device type: endometrium/r side into endometrium/right essure seems to be within the endometrial cavity'), embedded device ('migration of essure device type: into endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ menses heavier than usaual since essure implants in 2009') in a 37-year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation when essure implant placement". The patient's medical history included endometrial ablation in 2010, bipolar disorder, tonsillectomy, foot arthrodesis, hernia repair, epstein-barr virus infection, d & c, uterine adenomyoma, bunionectomy, hsv infection, chronic fatigue syndrome and adenomyosis uteri. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included reflex sympathetic dystrophy, attention deficit disorder, major depressive disorder, anxiety, hypertension, pap smear abnormal, insomnia, tympanostomy tube insertion, cervical biopsy, dysfunctional uterine bleeding, vitamin d deficiency, inflammatory arthritis, dysplasia, nasal obstruction, sinus pressure, difficulty breathing, lyme disease and reflex sympathetic dystrophy. Concomitant products included citalopram since (B)(6) 2009 for fibromyalgia and depression as well as alprazolam since (B)(6) 2016, antibiotics, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), ipratropium, lamotrigine (lamictal), methylphenidate hydrochloride (concerta), nortriptyline, olanzapine (zyprexa), quetiapine fumarate (seroquel), risperidone (risperdal), triamcinolone acetonide (nasacort) and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy/essure metals on the outside (not nickel)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and asthenia ("low energy"). In (B)(6) 2009, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), pelvic pain ("pain"), endometriosis ("endometriosis"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("device removal complication:the content of the communications hydrothermal machine for ablation shut off x3 during the procedure") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:he machine broke down three times during the procedure") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, davinci, with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, alopecia, endometriosis, asthenia, insomnia, abdominal pain lower, complication of device removal and complication of device insertion outcome was unknown and the pelvic pain, fibromyalgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, bladder disorder, complication of device insertion, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Normal placement of the essure. Everything is good: scar tissue healed so you wouldn't become pregnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic fatigue , irregular menses, nickel allergy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received- the outcome of event pelvic pain, abdominal pain and fibromyalgia was updated from unknown to not recovered. Event onset date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("malposition of essure device type: location of device: broke into 3 pieces/device breakage"), device expulsion ("malposition of essure device type: location of device: broke into 3 pieces/ migration of essure device type: endometrium/r side into endometrium/right essure seems to be within the endometrial cavity"), embedded device ("migration of essure device type: into endometrium"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavier than usual since essure implants in 2009") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation when essure implant placement". The patient's medical history included bipolar disorder, tonsillectomy, foot arthrodesis, hernia repair, epstein-barr virus infection, d & c, uterine adenomyoma, bunionectomy, endometrial ablation in 2010, hsv infection, chronic fatigue syndrome and adenomyosis uteri. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included reflex sympathetic dystrophy, attention deficit disorder, major depressive disorder, anxiety, hypertension, pap smear abnormal, insomnia, tympanostomy tube insertion, cervical biopsy, dysfunctional uterine bleeding, vitamin d deficiency, inflammatory arthritis, dysplasia, nasal obstruction, sinus pressure, difficulty breathing and lyme disease. Concomitant products included alprazolam, antibiotics, bupropion hydrochloride (wellbutrin), citalopram, escitalopram oxalate (lexapro), ipratropium, lamotrigine (lamictal), methylphenidate hydrochloride (concerta), nortriptyline, olanzapine (zyprexa), quetiapine fumarate (seroquel), risperidone (risperdal), triamcinolone acetonide (nasacort) and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and asthenia ("low energy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), alopecia ("hair loss"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("device removal complication:the content of the communications hydrothermal machine for ablation shut off x3 during the procedure") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:he machine broke down three times during the procedure") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, davinci, with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, hormone level abnormal, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, weight decreased, alopecia, endometriosis, asthenia, fibromyalgia, insomnia, abdominal pain, abdominal pain lower, complication of device removal and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, bladder disorder, complication of device insertion, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Normal placement of the essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic fatigue , irregular menses, nickel allergy, pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet and medical records were received. Events per pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia), hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, depression, malposition of essure device type: location of device: broke into 3 pieces/migration of essure device type: endometrium, bladder problems, urinary problems, migraines, headaches, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, endometriosis, low energy, fibromyalgia, insomnia, abdominal pain, cramping, ablation when essure implant placement,device removal complication: the content of the communications hydrothermal machine for ablation shut off x3 during the procedure concurrent condition, historical drug, concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.